Manufacturer narrative:
(B)(4). Date sent 11/11/2025. D4 batch #596d74. Corrected data d4: UDI#. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload inside a plastic bag. However, the reload was received completely disassembled, with the washer, anvil, knife and pins detached. The reload was void of staples, the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, the checkpoint for vision system was present on the reload, which demonstrates the presence of staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the reload had the vision system present near the batch number confirming the presence of staples before it was packaged for sale. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Due to the condition of the cartridge, it should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 596d74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. H6: health effect ¿ clinical code gastrointestinal system (e10).

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer of the rectum. Did the patient receive any preoperative chemotherapy or radiation? No. When was the staple retaining cap removed? Before the stapling. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Visual control.. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One firing. What is the scrub's experience with reloading the device? Experienced. Were there any difficulties loading the device? There was no need to use the other reload. What did they do to ensure that the cartridge was snapped in please prior to closing the device? They did not put the cartridge in the device, the cartridge already was there inside of the device. Was the retaining pin placed manually or automatically? Manually what is the current status of the patient? Patient is out of the hospital, at home.

Manufacturer narrative:
(B)(4). Date sent 10/15/2025. D4 batch # unk. B3: exact date is unk. Assumed first month of the year. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? Was the retaining pin placed manually or automatically? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the colorectal surgery the contour device cut the column but did not staple it, the device did not had a staples in the cartridge. The surgery was delayed 30 minutes. Stoma was created.